Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the lost settings. Customer¿s blood glucose level was unknown. Customer stated that dimmed backlight and hard to read. Customer also stated that rejects new batteries and no delivery alert. The device will not be returned for analysis.